Manufacturer narrative:
The account indicated they were going to order replacements to resolve the issue.

Event description:
Customer alleged the siderail arms are worn causing the siderail to be loose. The siderail was in the up position and they though it was latched but it came loose.